Event description:
It was reported that during a da vinci-assisted surgical procedure, the 30-degree endoscope plus would not flip orientation from up to down. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the endoscope involved with this complaint and completed the device evaluation. Failure analysis (fa) confirmed the reported complaint. Failure analysis found the primary failure of the scope not flipping from up to down to be related to the customer complaint. The instrument was found to have aea damaged or friction issue, mechanical shaft damage, discolored housing, and front lens detached. The root cause is attributed to a component failure.